Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, pelvic pain, bilateral paravaginal defect, stress urinary incontinence and rectocele. It was reported that the patient had the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, paravaginal repair, posterior repair, and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.